Manufacturer narrative:
Product complaint # (B)(4). Additional information was requested and the following was obtained: is the lot # of the device available? No. Was there any issue experienced with the device in the initial surgical procedure? Unknown. What was the reason for the hand sewn anastomosis? It is assumed (but not confirmed) that the surgeons were not able to adapt to the functional differences between ecs21a and the eea/orvil at that point if the procedure. The surgeons and risk mgmt have been very tight-lipped about the full details of this event. From where was the anvil removed? It is assumed (but not confirmed) that the anvil was free floating when it was removed from the intraperitoneal cavity. What was done during the reoperation to remove the anvil? It is assumed (but not confirmed) that an ¿exploratory laparotomy with foreign body removal¿ procedure was done at second hospital. Will the anvil eventually be released to return? Unknown. Are photos available? If there are photos, they aren¿t be made available to me. What is the current status of the patient? Risk mgmt informed me that the patient was discharged from the secondary procedure and was recovering at home.

Manufacturer narrative:
Product complaint # (B)(4). Event date sometime after (B)(6) 2019. Batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Is the lot number of the device available? Were there any issues experienced with the device in the initial surgical procedure? Please describe. What was the reason for the hand sewn anastomosis? From where was the anvil removed? What was done during the reoperation to remove the anvil? Will the anvil eventually be released for return? Are photos available? What is the current status of the patient?

Event description:
It was reported that the patient had a laparoscopic gastric bypass on (B)(6) 2019, where two doctors had initially attempted to use a circular stapler to perform an anastomosis but decided to hand sew the anastomosis. The patient was discharged and returned to a different facility, complaining of abdominal pain. The patient was operated on and it was discovered that the anvil from the circular stapler was left in the patient from the first procedure. The anvil was removed and the patient discharged home and is recovering.